Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard winged catheter tip with foreign matter. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about white substance found on the needle tip during use. It was reported that when the doctor on duty attempted to puncture the needle for intravenous drip administration, there was a white substance found on the needle tip. He brushed it off with his finger, but as there was a problem with the needle tip, he did not use it and used a different insight ag.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a white substance on the needle tip could not be confirmed from the four photographs and one used 24g insyte autoguard device that was provided for investigation. The photographs and physical sample showed the needle fully retracted within the shield and the IV catheter separate from the needle. A microscopic examination of the needle and IV catheter revealed no white substance. Provided no foreign material was observed on the sample, the reported failure mode could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.